Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a wire was broken. Hybrid analysis determined the cause of the sensitivity failure was due to an open electrode connection within the header. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardiac monitor (icm) was returned without any information, analyzed and tested out of specification. No patient com plications have been reported as a result of this event.